Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized with high blood glucose. First test when she got home was high and started to climb. Second test in the morning read 36mg/dl; then she ate breakfast and bolused, her glucose level was 332 and bolused, two hours later it was 416 to 439 mg/dl. The blood glucose reading at time of admission was 560mg/dl. The customer felt very tired, vomiting, and could not keep anything down. The customer was treated with an insulin drip and gave manual injections. The customer had white count cells and the doctor thought it was stomach bug. Troubleshooting was performed, and no damage to the drive support cap found. The time and date were incorrect. Assisted the caller with correcting them. The alarms and settings were correct. No further information was provided.